Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having right lower abdominal pain the day of the implant and the day after. An x-ray was performed to check the placement of the surgical paddle lead. The surgeon decided to explant the surgical paddle lead on (B)(6) 2018 for now until they can think of a plan to implant a new lead a later date. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was confirmed by the physician that the lead had moved, possibly anterior. The lead was in the hospital's possession for analysis and would be returned to the manufacturer representative after completion. No further complications are anticipated.